Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device connection with the scope was loose and the scope was wobbling. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation the device was returned to olympus for evaluation and the customer's reported issue was confirmed. In addition, evaluation noted the device failed water leak test. A definitive root cause of the reported phenomenon cannot be conclusively identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on completed investigation.